Event description:
Devices bent during surgery. Alternate devices available. No adverse consequence to patient. Upon receipt was noted through visual examination that the driver was bent and the tip broken off. The twisting/deformation of the expansion tip driver's distal tip did not result in any adverse consequences to the patient and no surgical delay was reported. However, instrument tip breakage intra-operatively has been known to result in surgical delay greater than 30 minutes and/or a portion of the broken instrument remaining in the patient.

Manufacturer narrative:
One (1) mountaineer minipolyaxial screwdriver [product code: 2883-04-000, lot number: ag2038340] was returned to the complaints handling unit (chu) for evaluation. Visual inspection of the minipolyaxial screwdriver [product code: 2883-04-000] revealed a fracture at driver¿s distal tip. The fracture analysis report suggests that the driver underwent a quasi-static shear failure. No material defects or other abnormalities were observed in this analysis. It was also noted that the driver¿s distal tip was twisted, and not bent. Preventing the set screw from becoming properly seated. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the mountaineer minipolyaxial screwdriver¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static shear failure. No material defects or other abnormalities were observed in this analysis. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.